Event description:
It was reported that this right ventricular (rv) lead was implanted a week ago where the shock lead impedances at implant were 26 ohms, and since had alerted for low out of range impedances less than 20 ohms. The lead remains in-service at this time, and the plan was going to be discussed with the physician. No adverse patient effects were reported.